Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open procedure colectomy, during surgical stapling, the device did not fire. It was reported that the black pusher thumb piece could not be moved at all. There was no patient injury.